Event description:
It was reported to philips that the device would not deliver a shock into the paddle tray. The customer requested that the device be returned for bench repair. There was no patient involvement.